Manufacturer narrative:
Additional information was added to h4, h6, and h11. H11: the actual device was not available; however, two (2) retained samples were evaluated. Visual inspection on the retained samples did not identify any abnormalities that could have contributed to the reported condition. Push-pull, air passage, underwater leak and traction testing were performed; no disconnections, signs of a leak, or blockage were observed from the device. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an i.v. Administration set with control-a-flo regulator separated during an IV infusion, resulting in leakage. The infusion set was immediately replaced. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.